Event description:
A patient presented with a draining hematoma of the left hip six weeks post hip replacement. During drainage of the hematoma it was discovered that the patient had a subfascial infection of the prosthetic component and underwent explantation at that time with placement of an antibiotic spacer.